Event description:
It was reported the patient's blood glucose level (bg) rose to 18.6 mmol/l (334.8 mg/dl) while wearing the pod between 25 and 36 hours. The pod's adhesive was still attached to the patient's skin and the pod was coming loose from the infusion site (arm), causing the cannula to dislodge. Additionally, the patient reported blood around the cannula. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.